Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A hospital representative called in for the customer to troubleshoot the insulin pump. The customer was being hospitalized for diabetic ketoacidosis. The caller wanted to have someone come out to troubleshoot, but was informed that troubleshooting was completed over the phone. The caller said she would have a nurse contact medtronic. No further details were provided.